Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an expired cranioplastic cement ((B)(6)) was used in a cranioplasty surgery on (B)(6) 2024. The product was expired since january 31, 2024 and was not checked before use. No patient injury reported an the event did not led to surgical delay. The patient is stable.